Manufacturer narrative:
Paddle could not be removed because it was fused to the bone. Concomitant product: product ID 37752, serial # (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
The consumer reported that the patient could never get stimulation right. The device was implanted for leg and back pain, but it was only helping the legs. Diagnostic testing/troubleshooting/interventions performed included reprogramming and device removal. One of the paddles could not be removed because it was fused to the bone. Aside from not getting stimulation right, the other reason for device removal was that the patient did not want an ¿extra thing¿ in her body; she was hoping to have an MRI to find out what was causing the problems. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient¿s indications for use included chronic low back pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a health care provider reported that the paddle having fused to the bone meant that it was stuck with scar tissue. The lead was left as it could not be safely removed. The pulse generator was removed, and the lead was left it place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and manufacturer representative (rep). It was reported that the system was removed but a paddle that was fused to the spine couldn¿t be removed. The system was removed because the tech couldn't get it to function correctly and the patient thought the official reason for the removal was a malfunction of the device. The patient said the tech tried to get the system to function and stated she thought the tech worked for the manufacturer. The manufacturer representative (rep) said they were never made aware of this event. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.